Manufacturer narrative:
An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested in which the connection between the patient connector and laboratory titanium adapter was leak tested, and there were no leaks noted. There was some damage noted to the patient adapter and loose chip, however, this was determined to not affect the functionality of the patient connector. The reported event was not verified for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the transfer set was about to be disconnected from the titanium adapter, the transfer set came off from the adapter too easily. There was no report of patient injury or medical intervention associated with this event. No additional information is available.